Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was isolated to the u1005 and u1004 is defective and u6 is shorted. The root cause for the defective u1005 and u1004 could not be positively identified. The root cause for the shorted u6 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 210.